Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. It was further noted that the outer insulation cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all insulators were breached cut and there was apparent explant damage.

Event description:
The implantable pulse generator was returned with no information a database search by serial number revealed the patient to be deceased. The death occurred less than one year after implant. Follow up attempts have been inconclusive. Cause of death has been requested and not yet received. No previous complaints, allegations, or contacts have been made regarding the device system or any of the individual components.